Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the heartmate power module had a crack in the casing near the power socket.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged housing was confirmed. The power module serial number (B)(6) was returned and evaluated in pleasanton service center. Visual inspection confirmed that the housing was damaged near the patient cable connector. Parts were replaced. Performed op and all applicable tests passed. Unit is ready for use and returning to customer. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook and instruction for use (IFU) explains all alarms and the proper actions to take if the alarms cannot be resolved. The documents referenced above also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate power module IFU both instruct users to check for damage, including cracks, in their power module before use. No further information was provided. The manufacturer is closing the file on this event.